Manufacturer narrative:
No button error alarm noted. However pump had no button response due to corroded keypad traces. No scrolling numbers display anomaly noted.no moisture damage on electronics and motor noted. Insulin pump received with minor scratched display window, cracked reservoir tube lip. (B)(4)

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Button error alarm was also reported. Customer's blood glucose level at the time 245 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.